Manufacturer narrative:
Implantation of a transcatherter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Stenosis of an bioprosthetic valves is dependent on both patient factors and intrinsic properties of bioprosthetic valves. Without return of device, the nature of the reported severe stenosis cannot be identified or evaluated. No information to suggest a device quality deficiency that may have caused or contributed to this event.

Event description:
Device serial number has been found.

Event description:
It was reported by a surgeon that a patient was diagnosed with severe mitral regurgitation of an edwards bioprosthetic valve which was implanted approximately 5 years ago. Note that the patient also has an edwards aortic bioprosthetic valve implanted, which is noted to be properly functioning. The patient underwent an a transapical transcatheter mitral valve replacement. Records indicate, " undergone avr and mvr in 2008. She experienced a sudden onset of congestive heart failure and echocardiogram demonstrated what appeared to be dehiscence of one of her leaflets of the mitral valve with essentially wide open mitral regurgitation. She also had moderate to tricuspid regurgitation...given her acuity and ongoing failure, reoperative mitral valve replacement had to be done expeditiously. That said, from her first operation she known to have an extraordinary amount of mitral annular calcification. This was confirmed on CT scan, which showed that the entire subvalvular apparatus was composed of a massive amount of calcium. Overall, with her age, this dense mitral calcification, ongoing renal insufficiency, and heart failure she was felt to be not a candidate for traditional reoperative valve surgery...we elected to do a transcatheter mitral valve to reverse the principal pathology with as little morbidity...the patient tolerated the procedure well with no intraoperative complications."

Manufacturer narrative:
Additional manufacture narrative - the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections.